Manufacturer narrative:
Other, other text: device evaluation: one device was returned for analysis in used condition. Visual inspection showed the pump was in good condition. The investigation verified that the device deeps rebooting. The investigation determined that a faulty printed wiring board was the cause of the reported issue. The printed wiring board was replaced. A manufacturing DHR review was not performed because the pump is outside of its warranty period and results of the complaint investigation do not indicate a problem with the repair of the device.

Event description:
Information was received indicating that during testing of this smiths medical cadd ms3 pump, the pump exhibited constant reboot. No patient injury reported.